Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed gritty bearings. Foreign debris contamination was also discovered around the bearings. Presence of foreign debris can often lead the device to over-heat.

Event description:
During repair, it was indicated that the attachment was over-heated. There was no pt involvement and no adverse consequences alleged with this event.